Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Cause was not known. A supply change was performed to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.